Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit failed drive manifold test. There was no patient involvement reported.

Manufacturer narrative:
The stm that encountered the issue replaced the drive manifold. Completed cardiosave pm with full calibration. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for use. The maquet failure analysis and testing department received the drive manifold with a report of the ¿unit failed the all manifold test¿. Performed visual inspection of drive manifold per the cardiosave service manual and found no visual damage and the part looks to be in a good condition. Installed the drive manifold into cardiosave test fixture. Performed and tested in accordance with the cardiosave service manual. The tests (30 minutes) did trigger the reported problem of the ¿unit failed the all manifold test¿. The failure analysis and testing department was able to verify the failure experienced by the customer. Retaining the drive manifold in the failure analysis and testing department per procedure.